Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. It was reported that, on a recent follow up, a stent graft migration with a type I endoleak was discovered. Per the physician, the cause of the migration and type I endoleak was due to patient anatomy, aortic neck dilatation. The patient was treated with a cuff and endoanchors. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received confirmed that the cuff and endoanchors were planned as part of the secondary procedure; however, a small type ia endoleak is still present. The patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.